Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. Corrective and preventative action (CAPA) investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since device was within manufacturing and design specifications when it was released from terumo medical corporation control. Nonconformance report (ncr) and capas have been noted for this issue in the past 12 months.

Manufacturer narrative:
A1: patient identifier: requested, not available a2: age & date of birth: requested, not available a3: patient sex: requested, not available a4: weight: requested, not available a5: ethnicity: requested, not available a6: race: requested, not available d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: registered technician (rt) a review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the locator would not lock into place and kept coming out. The procedure performed was a peripheral angiogram procedure, and a 6 french sheath was used. There were no patient adverse events. There was no blood loss. The event occurred intra-operative. The patient was not injured during the event and medical/surgical intervention was not required. Additional information was received on 01nov2023: manual compression was used to achieve hemostasis.